Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation'), device dislocation ('migration'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 1999, scoliosis in 1999, cervix cerclage procedure, delivery, menstruation abnormal, bacterial vaginosis, haemorrhage in pregnancy, dysmenorrhea, endometrial ablation, multigravida and parity 4. Concurrent conditions included herniated disc (l3-l4) since 2014, incompetent cervix since (B)(6) 2013, anemia since 1999, overweight, anxiety, chronic back pain, dysfunctional uterine bleeding, abdominal pain, rectal pain, cervical incompetence, disruptions of 24 hour sleep-wake cycle, fatigue, hematuria, nausea, vomiting, vaginal candidiasis, ovarian cyst, adenomyosis, uterine prolapse, vaginal discharge, dyspareunia, post coital bleeding, low back pain, anemia, pelvic congestion syndrome, menometrorrhagia, endometriosis and sciatica. Concomitant products included cyclobenzaprine since 2014, fluconazole, gabapentin since 2014, ondansetron (zofran) and vitamins nos (multivitamins). In 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes: increased frequency") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge (yellow and brown)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("hormonal changes: period last 6 months"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes - hot flashes") and mood swings ("hormonal changes - mood swings"). The patient was treated with surgery (3-port robotic-assisted laparoscopic hysterectomy, bilateral ovarian suspension, sacrocolpopexy, she underwent hysterectomy (full)/bilateral salpingectomy to remove the essure implant and she underwent ablation on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, polymenorrhoea, weight increased, female sexual dysfunction, vaginal haemorrhage, hot flush, mood swings, pollakiuria and urinary incontinence outcome was unknown, the genital haemorrhage, vaginal discharge and weight decreased had resolved and the fatigue was resolving. The reporter considered device dislocation, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, pollakiuria, polymenorrhoea, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Dates of removal: (B)(6) 2016, (B)(6) 2018, procedure: bilateral salpingectomy, total hysterectomy (uterus and cervix removed). An essure coil protruding from the left cornu measuring 1 cm in length and a second piece of essure coil measuring 0.5cm in length that is entrapped in a small fibrous adhesion on the fundus serosa. There is an essure coil present in the right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram: in (B)(6) 2014: total bilateral occlusion. Pregnancy test urine: on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Batch no :c03089, production date : 2013-12-03, expiration date :2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation'), device dislocation ('migration'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 1999, scoliosis in 1999, cervix cerclage procedure, delivery, menstruation abnormal, bacterial vaginosis, haemorrhage in pregnancy, dysmenorrhea, endometrial ablation, multigravida and parity 4. Concurrent conditions included herniated disc (l3-l4) since 2014, incompetent cervix since 22-nov-2013, anemia since 1999, overweight, anxiety, chronic back pain, dysfunctional uterine bleeding, abdominal pain, rectal pain, cervical incompetence, disruptions of 24 hour sleep-wake cycle, fatigue, hematuria, nausea, vomiting, vaginal candidiasis, ovarian cyst, adenomyosis, uterine prolapse, vaginal discharge, dyspareunia, post coital bleeding, low back pain, anemia, pelvic congestion syndrome, menometrorrhagia, endometriosis and sciatica. Concomitant products included cyclobenzaprine since 2014, fluconazole, gabapentin since 2014, ondansetron (zofran) and vitamins nos (multivitamins). In 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes: increased frequency") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). In july 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge (yellow and brown)"). In january 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("hormonal changes: period last 6 months"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes - hot flashes") and mood swings ("hormonal changes - mood swings"). The patient was treated with surgery (3-port robotic-assisted laparoscopic hysterectomy, bilateral ovarian suspension, sacrocolpopexy, she underwent hysterectomy (full)/bilateral salpingectomy to remove the essure implant and she underwent ablation on 04-aug-2016). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, polymenorrhoea, weight increased, female sexual dysfunction, vaginal haemorrhage, hot flush, mood swings, pollakiuria and urinary incontinence outcome was unknown, the genital haemorrhage, vaginal discharge and weight decreased had resolved and the fatigue was resolving. The reporter considered device dislocation, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, pollakiuria, polymenorrhoea, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Dates of removal: (B)(6) 2016, (B)(6) 2018, procedure: bilateral salpingectomy, total hysterectomy (uterus and cervix removed). An essure coil protruding from the left cornu measuring 1 cm in length and a second piece of essure coil measuring 0.5cm in length that is entrapped in a small fibrous adhesion on the fundus serosa. There is an essure coil present in the right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in october 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2019: medical records received. Lot number, medical history and concurrent condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), device dislocation ("migration"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix cerclage procedure, migraine in (B)(6) and scoliosis in (B)(6) . Concurrent conditions included overweight, anemia since (B)(6) , anxiety, herniated disc (l3-l4) since (B)(6) , chronic back pain and incompetent cervix since (B)(6) 2013. Concomitant products included cyclobenzaprine since (B)(6) , fluconazole, gabapentin since (B)(6) , ondansetron (zofran) and vitamins nos (multivitamins). In (B)(6) , the patient experienced pollakiuria ("bladder or urinary problems or changes: increased frequency") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced vaginal discharge ("vaginal discharge (yellow and brown)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("hormonal changes: period last 6 months"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes - hot flashes") and mood swings ("hormonal changes - mood swings"). The patient was treated with surgery (she underwent hysterectomy (full)/bilateral salpingectomy to remove the essure implant and she underwent ablation on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, polymenorrhoea, weight increased, female sexual dysfunction, vaginal haemorrhage, hot flush, mood swings, pollakiuria and urinary incontinence outcome was unknown, the genital haemorrhage, vaginal discharge and weight decreased had resolved and the fatigue was resolving. The reporter considered device dislocation, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, pollakiuria, polymenorrhoea, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Dates of removal: (B)(6) 2016, (B)(6) 2018, procedure: bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received : reporter information was added. This case concerns 30 year old patient. Her demographic was updated. Her historical medication was added. Lab data was added. Essure indication was added. Essure removal date was updated. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), hormonal changes: period last 6 months), vaginal discharge (yellow and brown), vaginal discharge (yellow and brown), hot flashes, mood swings, bladder or urinary problems or changes: increased frequency/ incontinence and were added. Event perforation was amended to "uterine perforation" and "fallopian tube perforation". She had recovered from following events: bleeding, pain, discharge, weight loss and recovering from fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), fallopian tube perforation ('migration/perforation'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 1999, scoliosis in 1999, cervix cerclage procedure, delivery, menstruation abnormal, bacterial vaginosis, haemorrhage in pregnancy, dysmenorrhea, endometrial ablation, multigravida, parity 4 and uterine dilation and curettage. Concurrent conditions included herniated disc (l3-l4) since 2014, incompetent cervix since (B)(6) 2013, anemia since 1999, overweight, anxiety, chronic back pain, dysfunctional uterine bleeding, abdominal pain, rectal pain, cervical incompetence, disruptions of 24 hour sleep-wake cycle, fatigue, hematuria, nausea, vomiting, vaginal candidiasis, ovarian cyst, adenomyosis, uterine prolapse, vaginal discharge, dyspareunia, post coital bleeding, low back pain, anemia, pelvic congestion syndrome, menometrorrhagia, endometriosis, sciatica, lower abdominal pain, menstruation abnormal, uterine bleeding, vaginal bleeding, perineal pain, cervical disc herniation and arrhythmia sinus. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for birth control as well as ascorbic acid;cyanocobalamin;docosahexaenoic acid;docusate sodium;ferrous gluconate;folic acid;iron pentacarbonyl (citranatal bloom dha) from 2013 to 2014, cyclobenzaprine since 2014, doxylamine succinate;pyridoxine hydrochloride (diclegis) from 2013 to 2014, fluconazole, gabapentin since 2014, iron, ondansetron (zofran) and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge (yellow and brown)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain/pain: pelvic pain"), polymenorrhoea ("hormonal changes: period last 6 months"), fatigue ("fatigue"), weight fluctuation ("weight gain/weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes - hot flashes"), mood swings ("hormonal changes - mood swings"), pollakiuria ("increased frequency"), urinary incontinence ("incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (3-port robotic-assisted laparoscopic hysterectomy, bilateral ovarian suspension, sacrocolpopexy, she underwent hysterectomy (full)/bilateral salpingectomy to remove the essure implant and she underwent ablation on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, polymenorrhoea, weight fluctuation, female sexual dysfunction, vaginal haemorrhage, hot flush, mood swings, pollakiuria, urinary incontinence and dysmenorrhoea outcome was unknown, the genital haemorrhage and vaginal discharge had resolved and the fatigue was resolving. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, pollakiuria, polymenorrhoea, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: an essure coil protruding from the left cornu measuring 1 cm in length and a second piece of essure coil measuring 0.5cm in length that is entrapped in a small fibrous adhesion on the fundus serosa. There is an essure coil present in the right cornua. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: two segments of fallopian tubes with lumen identified. Endometrial curettings: fragments of inactive endometrium decidualized stroma consistent with exogenous hormone effect. Fragments of cervix with squamous metaplasia. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. New events added- dysmenorrhea (cramping). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.